Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "material selection". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The provided lot number was invalid therefore DHR review can¿t be completed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at 16:30 on (B)(6) 2022, it was difficult to remove the ureteral stent for the patient. Then the anesthesia method was changed, and the stent could be removed completely after clearing part of calcification. The urinary catheter was left after the operation. Advised the patient to drink the plenty of water and gave support for symptomatic treatment. Also stated that patient had increased pain and discomfort. No medical intervention was reported. In the description of event analysis, it was mentioned as the patient did not drink enough water, and the urine was concentrated and crystallized; the surface coating of the stent caused the formation of stones.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that at 16:30 on (B)(6) 2022, it was difficult to remove the ureteral stent for the patient. Then the anesthesia method was changed, and the stent could be removed completely after clearing part of calcification. The urinary catheter was left after the operation. Advised the patient to drink the plenty of water and gave support for symptomatic treatment. Also stated that patient had increased pain and discomfort. No medical intervention was reported. In the description of event analysis, it was mentioned as the patient did not drink enough water, and the urine was concentrated and crystallized; the surface coating of the stent caused the formation of stones.